Event description:
The patient reported recently having problems with the needle popping out. Patient stated the latest batch has had several devices in which the needle popped out. The most recent episode was when patient was driving to her mother's house and the needle disengaged while patient was driving.